Event description:
Customer complaint reported intermittent shortened aptt results (<-3 sd) on the high abnormal control material when using the rpt_sys test group mode on their acl elite coagulation analyzer. However, when the control material is rerun in the single test mode (aptt alone), the results are fine. She also ran 3 patients and one was very low. Again, when repeated in the single test mode, the patient results were acceptable. Clot curves appear to be called correctly. There was no change to patient treatment as a result of this event.

Manufacturer narrative:
Issue description: known issue of sporadically lowered aptt results outside of the clia allowable error limit of 15% when using il locked pt/aptt test groups on the acl elite (and the other instrument family members: acl 8000, acl 9000, acl 10000, and acl elite pro). Root cause: pt reagent carryover in the test group mode is a possible contributing factor in the occurrences of the lower aptt values. Recall in-process: a recall is currently underway on this instrument family (reference internal recall no. (B)(4)). The recall is being tracked through the FDA and cdrh. Note: FDA assigned recall no. Pending. Customers have been issued an urgent product notification advising them to discontinue use of all il locked pt/aptt-based test groups and to only run their instrument in single test or profile mode until further notice. Note: this complaint pre-dates the issuance of the notification to us customers (mailed on 11/11/2010).